Event description:
Reporter states that his wife who had recently had foot surgery, was seated in the rollator seat, and he was pushing her forward on a handicap ramp. On reaching the concrete's edge, both front wheels broke off causing the rollator to tilt back and reporter had to jump over his wife to keep from crushing her. He landed on his right knee where he sustained the injury.